Event description:
The customer reported to olympus that the evis lucera colonovideoscope had air/water flow issues. The event occurred during inspection for use of a diagnostic gastroendoscopy procedure. There was no patient harm associated with the event. The device was returned and evaluated, and it was found there was foreign material in the nozzle. This MDR (medical device report) is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed due to clogging of the nozzle. In addition to foreign material in the nozzle due to insufficient cleaning, additional findings are as follows: due to wear of angle wire, bending in up direction did not meet the standard value; plastic distal end cover had a burn; adhesive around light guide (lg) lens is had white clouded area and was peeled; lg lens had a crack; adhesives around objective lens had white clouded area and was peeled; switch 1 had a cut; there was a gap between control section and grip; mouthpiece was loose; adhesive on bending section cover had white clouded area, had a crack, and chip; bending section cover had a scratch; due to wear of angle wire, the play of up/down knob was out of standard value; plastic distal end cover a dent and scratch; and protector of universal cord on control section side had a scratch. The device was returned and evaluated, and foreign objects were found to be clogging the nozzle; this has been attributed to insufficient cleaning. The device was cleaned, disinfected, and sterilized before it was sent in for repair. According to the customer, it is unknown when the foreign material adhered to the nozzle, there was no delay in the start of the pre-cleaning, the air/water nozzle was flushed with air and water, the nozzle was cleaned with lint-free cloths/brushes/sponges and the air/water nozzle was flushed with detergent solution. There were abnormalities in the accessories used for reprocessing. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to reprocessing had not correctly been implemented. Olympus will continue to monitor field performance for this device.